Event description:
It was reported that during a laparoscopic hemi-colectomy procedure, during the procedure the inactive pad was worn through and subsequently the instrument error 5 was shown on the generator. No improper use was noted. Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.